Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-23215 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23215 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp smart assist support, the 75-year-old male patient had a cerebral hemorrhage. The patient expired due to the cerebral hemorrhage. The impella functioned normally. The cause of death was determined to be multiple organ failure caused by cerebral hemorrhage. The relationship between the impella and the cerebral hemorrhage and cause of death is unknown.